Manufacturer narrative:
In this case, the returned device analysis did not confirm the reported difficult gripper actuation as both grippers actuated as intended without any issue. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. All available information was investigated, and a cause for the reported difficult gripper actuation could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed, but the physician was not sure that the anterior gripper arm was completely down. The clip was reopened, and the anterior gripper arm moved up very hard and the posterior gripper arm did not move up. The physician decided to replace the clip. Three clips were implanted, reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.